Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient reported no audio on the mobile application. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported no audio on the mobile application was not confirmed. A root cause could not be determined via data. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.